Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 170 mg/dl. The customer stated that she received no delivery alarms on 3 sets and reservoirs while priming the tubing. The customer stated that she had trouble filling out the reservoir and changing the set. The customer stated that the alarm occurred during manual prime. The customer stated that the alarm was resolved by a complete set change. The customer was not able to troubleshoot during the time of call. The customer would like to return the set and reservoir for analysis. The customer is being sent a replacement reservoir.